Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the clinical root cause of the reported post revision radiating pain, numbness and weakness on ambulation cannot be determined; however, the patient¿s history of degenerative lumbar disc changes and lumbar radiculopathy cannot be ruled out as contributing factors. It cannot be concluded that the reported pain, numbness and weakness were associated with a mal-performance of the implant. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to patient reaction, medical history/condition, or post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
*Us legal* it was reported that after the revision surgery of the tha right hip construct had been performed on (B)(6) 2013 (covered under (B)(4)), the plaintiff experimented intermittent, dull, sharp pain in the right hip. The plaintiff also experimented numbness and weakness on ambulation. The plaintiff was treated with medications and started feeling better 9 weeks after the surgery. The plaintiff outcome is unknown.